Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks were observed that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 359 mg/dl despite multiple corrections while wearing the pod between 4 and 24 hours. The pod leaking insulin during wear and skin irritation at the infusion site were also reported. As treatment, the pod was removed, a new pod was applied, and a correction of 4-5 units with the system were administered.